Event description:
It was reported that approximately six weeks after a routine device replacement the patient developed a pocket infection. Additional information was received which reported that along with the pocket infection the patient was diagnosed with ((B)(6)) bacteremia. The implantable pulse generator (ipg) and leads were explanted and a temporary pacing lead was placed until the system was replaced six days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the medial segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 5092-52 lead, (B)(6) 2000. (B)(4).